Event description:
It was reported that the customer received sensor error alarms. The transmitter said transmitter error. The sensor was damaged with a "l" shape. The infusion set had air in it and she could not get anything out through the needle. Her blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.